Event description:
It reported that the device was used during a colon procedure, the device was placed around the colon. When the device was fired, the staples did not bend and form properly. They remained straight. This happened on the initial firing of the device. Case was completed by opening a new device of the same product code. There was no pt consequence.